Event description:
It was reported that post implant, the patient's heart rate dropped into the thirties and she became dizzy upon getting out of bed. The ventricular lead exhibited loss of capture at 7.5 v, 1.5 ms. Lead dislodgement was suspected and the lead was repositioned. On (B)(6) 2012, loss of capture occurred again due to dislodgement. On (B)(6) 2012, the lead was explanted and replaced without incident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.